Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor. Found the needle separated from the sensor base. Unable to confirm that the customer received the sensor in said condition due to the customer returning the sensor opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she loaded the sensor into the serter and the sensor fell apart leaving the needle in the serter. The needle hub got stuck in the serter and would not release it. Blood glucose value was 129 mg/dl. Customer was assisted with releasing the sensor from the serter. The sensor would be replaced and returned for analysis.